Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent dislodged outside the patient occurred. A 2.50x16mm promus element plus stent delivery system was selected to treat the lesion. During preparation, the nurse unit was advised to remove the stylet and protective blue cover over the stent. They noticed that the stent had dislodged from the delivery balloon and on the stylet. The procedure was completed with a different device. No patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found that the stent had detached and was returned separately. The stent was damaged/ bunched up on one side and remained unexpanded at the center and on the other side. Stent crimp marks were clearly visible on the balloon. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The inner had broken at the bicomponent bond. A fraction of the blue distal inner remained on the black proximal inner. There was a gap of approximately 2mm between the broken sections. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent dislodged outside the patient occurred. A 2.50x16mm promus element¿ plus stent delivery system was selected to treat the lesion. During preparation, the nurse unit was advised to remove the stylet and protective blue cover over the stent. They noticed that the stent had dislodged from the delivery balloon and on the stylet. The procedure was completed with a different device. No patient complications reported and patient's status was stable.